Event description:
It was reported to philips that there was no power being supplied to the system's flexvision monitor, which can impact imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned treatment. The procedure was completed as the issue didn¿t impact the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no power to the flexvision monitor. A review of the system logfile found that there was no power to the large screen monitor. Upon troubleshooting actions, the fse identified that the power supply breaker had tripped. The fse turned the breaker off and on and changed the power supply source to a wall outlet in the machine room. After repairs, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.